Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy due to high impedances. Reportedly, a nurse has inadvertently cut the trial lead. As a result, surgical intervention was undertaken wherein the trial lead was pulled on (B)(6) 2019.